Manufacturer narrative:
Updated data: b1, b2, b5, h1 (the new information warranted change to type of report.), h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Approximately 3.5 months following the reported stenosis, the patient underwent a transcatheter valve revision. Rehospitalization was required. A non-medtronic valve was implanted within the medtronic 23 millimeter transcatheter valve. Trivial aortic insufficiency was identified. The patient required post-deployment valvuloplasty. The gradient was reduced from 70 millimeters of mercury (mm hg) to 10 mmhg. The stenosis event was reported as resolved with no sequelae at the time of the valve revision. The patient presented for the 1-month post valve-in-valve follow-up visit and was hypoxic. The patient was sent to the emergency department. Progressive dyspnea, pedal edema with bilateral lower extremity pain, orthopnea and abdominal distention was observed. Intravenous diuretic and oxygen were provided with improvement. A chest x-ray showed bilateral pleural effusion and ¿significant¿ pulmonary vascular congestion but no pneumothorax. A right heart catheterization was preformed the following day. With the pulmonary artery (pa) catheter placement, clinical decompensation occurred related an acquired ventricular septal defect (vsd). As reported, the vsd was likely iatrogenic from most recent valve-in-valve transcatheter aortic valve revision. Diuresis and medical optimization continued. The patient was reconsidering vsd repair and remained hospitalized. It was further reported that the vsd repair was ruled out due to the risks of the procedure. Six days following the readmission, the patient decompensated, and the oxygen requirements increased. A trial of diuretic drips were unsuccessful. The day following transition to comfort care was made after multiple unsuccessful treatments. One day later the patient was moved from the intensive care unit (ICU) to the cardio floor and continued on patient-controlled analgesia (pca) due to shortness of breath and discomfort. Two days later the patient died. The cause of death was reported as cardiogenic shock and congestive heart in the setting of severe aortic stenosis and ventricular septal defect. Chronic kidney disease (ckd) hypothyroidism, and atrial fibrillation had reportedly also contributed to the overall morbidity. Per the physician the congestive heart failure was possibly related to the medtronic transcatheter valve. An autopsy was not performed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years, ten months following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram was performed and showed stenosis of the prosthetic valve. The maximum aortic velocity was 4.0 m/s, there was a mean gradient of 39.7 mm hg. The patient complained of shortness of breath and fatigue. A computed tomography (CT) was recommended. One week later, a CT of the heart was performed and showed "leaflet calcium occasions" were present. In addition, at least one of the three valve leaflets had reduced motion. The patient was scheduled for cardiac catheterization and CT of the abdomen and pelvis to be performed two weeks later. The cardiac catheterization showed elevated right-sided filling pressures with moderate-severe pulmonary hypertension in the setting of a pulmonary capital edge pressure of 22 mm hg. A consultation for cardiac surgery determined the patient was a high risk for a transcatheter aortic valve replacement valve-in-valve procedure due to the patient's age and multiple comorbidities; however, a recommendation for valve-in-valve was noted. There is no note of a scheduled procedure at this time. Additional information was received to report the mean gradient obtained twelve hours after the valve implant was 18.8 mm hg. The five-year post-operative mean gradient was 15.4 mm hg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years, ten months following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram was performed and showed stenosis of the prosthetic valve. The maximum aortic velocity was 4.0 m/s, there was a mean gradient of 39.7 mm hg. The patient complained of shortness of breath and fatigue. A computed tomography (CT) was recommended. One week later, a CT of the heart was performed and showed "leaflet calcium occasions" were present. In addition, at least one of the three valve leaflets had reduced motion. The patient was scheduled for cardiac catheterization and CT of the abdomen and pelvis to be performed two weeks later. The cardiac catheterization showed elevated right-sided filling pressures with moderate-severe pulmonary hypertension in the setting of a pulmonary capital edge pressure of 22 mm hg. A consultation for cardiac surgery determined the patient was a high risk for a transcatheter aortic valve replacement valve-in-valve procedure due to the patient's age and multiple comorbidities; however, a recommendation for valve-in-valve was noted. There is no note of a scheduled procedure at this time.